Event description:
It was reported the hcp realized that the pump was flipped during a regular refill appointment. The patient was sent for x-rays which confirmed the pump orientation. The pump was flipped and a pocket revision was scheduled. There were no patient symptoms reported. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver lioresal. No outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information later received reported that the revision was scheduled for (B)(6) 2015.